Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had button error alarm on their insulin pump. The customer's blood glucose level was reported to be 37.8mg/dl. It was reported that the pump was no longer functional and out of warranty. It was reported that he customer will be setting up new pump. It was reported that the customer had already corrected for the low blood glucose level. No further information provided.